Event description:
The customer reported obtaining no differential results from patient samples run on the coulter act 5diff autoloader (al). The customer also noted a leak from the flow cell. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided one example of a patient sample ran on (B)(6) 2014. A review of the patient results indicated that all differential results had instrument-generated r flags (except for basophil) to alert the customer to review the results, in addition to sl (small lymphocytes), um (upper monocyte), un (upper neutrophil), and sl1 (small lymphocytes 1) flags for the differential plot and histogram flags. The customer did not provide any corresponding reference results or manual differential results for comparison. The customer did not provide any patient demographics information. It was noted that quality control (qc) expired message was also on the patient results printout. Quality control run on (B)(6) 2014 prior to the event shows differential results that were flagged out of range. The customer proceeded to re-run previously run patient samples to confirm accuracy of results back to the last acceptable control run.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted residual salt crystallization buildup on the exterior of the flow cell as a result of the leak. The fse proceeded to replace the flow cell to resolve the leak.